Event description:
The pt received his scs system on (B)(6) 2010, including two leads with the same lot number. It was reported the pt was not receiving enough stimulation for his pain. The physician decided to replace the pt's two percutaneous leads with one surgical lead. It was reported the pt had better coverage of his pain after the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.